Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported that in (B)(6) 2018, the patient was beat up and since then, the stimulator had not been working and the patient could feel the ins moving all over their stomach. The patient¿s doctor was no longer practicing, and they were looking for a doctor to have the implant removed. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.